Event description:
Reporter alleged another person obtained a discrepant blood glucose result of 220 mg/dl using his advantage system compared back to back with a result of 110 mg/dl on the professional system when testing was performed less than 10 mins apart. Reporter indicated that she was experiencing some hyperglycemic symptoms during the time of testing. Reporter stated she was not treated for hyperglycemia, but that she was treated for a kidney infection. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.